Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The issue did not recur after the customer received assistance from technical support to reset the pump. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.